Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure (batch no. 919037) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didn¿t undergo test". The patient's medical history included cystocele repair in 2009, perineal pain, asthma, rheumatoid arthritis, miscarriage, hypertension, d & c, rectocele repair, gallbladder removal, cholecystectomy, toe operation, wisdom teeth removal, multi gravida, parity 3, hair loss, autoimmune disorder, obesity, adenomyosis uteri and fallopian tube enlargement. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy with cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, vulvovaginal pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: if you have not had your essure removed, are you currently planning for essure removal? No. Trailing coils: left-4 right-1. She has an essure device in place since 2013 . Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: gross description: the endometrium measures 0.1 cm. The myometrium measures up to 2.7 cm thick and contains ill-defined, submucosal firm lesions in the mid to upper posterior wall measuring up to 3.4 cm. Each cornua contains a well-placed dark metallic coil, each measuring approximately 2 cm in length and 0.2 cm in diameter. Lot number: 919037 manufacture date:2011-11 expiration date: 2014-11 concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-feb-2022: mr received. Reporter information, patient medical history, product removal date and removal details, rcc action taken with drug added. Removal surgery added for event pelvic pain. Case become serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure (batch no. 919037) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didn¿t undergo test". The patient's medical history included cystocele repair in 2009, perineal pain, asthma, rheumatoid arthritis, miscarriage, hypertension, d & c, rectocele repair, gallbladder removal, cholecystectomy, toe operation, wisdom teeth removal, multi gravida, parity 3, hair loss, autoimmune disorder, obesity, adenomyosis uteri and fallopian tube enlargement. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy with cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, vulvovaginal pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: if you have not had your essure removed, are you currently planning for essure removal? No trailing coils: left-4 right-1 she has an essure device in place since 2013 diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: gross description: the endometrium measures 0.1 cm. The myometrium measures up to 2.7 cm thick and contains ill-defined, submucosal firm lesions in the mid to upper posterior wall measuring up to 3.4 cm. Each cornua contains a well-placed dark metallic coil, each measuring approximately 2 cm in length and 0.2 cm in diameter. Lot number: 919037 manufacture date:2011-11 expiration date: 2014-11. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-mar-2022: quality safety evaluation of product technical complaint a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.